Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: [??/??/04: missing records: records for ¿ventral incisional hernia repair¿ were not provided.] (B)(6) 2008: (B)(6) hospital. Dr. (B)(6). Consultation. History of multiple abdominal surgeries including a low anterior colon resection, right hemicolectomy, appendectomy, cholecystectomy, ventral hernia repair all done by dr. Russ. Complains of 2 hernias about his midline incision which have been increasing in size over the past 6 months. Last surgery was in 2004 and consisted of a right hemicolectomy and repair of a ventral incisional hernia. Last surgery in 2004 operative notes showed that there was extensive adhesions throughout the abdomen particularly in the right side of the abdomen where he had a previous nephrectomy and cholecystectomy and open gastrostomy tube was placed as well. No mesh was used in that hernia repair. Abdomen: midline incision, which is healed. There is a 2 x 1.5 cm reducible hernia at the upper aspect of the midline incision just to the right. There is also a 2.5 x 3 cm reducible hernia just inferior to the umbilicus and to the left. Impression: ventral incisional hernia x 2. Recommend repair with the use of mesh. Given his extensive history of past abdominal adhesions, and therefore, inability to use permanent mesh was discussed with the patient in great detail. (B)(6) 2008: (B)(6) hospital. Dr. (B)(6). Operative report. Preoperative diagnosis: ventral incisional hernia x 2. Postoperative diagnosis: multiple ventral incisional hernias and extensive intra-abdominal adhesions. Procedure: laparoscopic ventral incisional hernia repair with mesh and extensive lysis of adhesions. Indications: the patient is a 61-year-old male with history for multiple abdominal surgeries. His last surgery by dr. (B)(6) revealed that the patient had extensive lysis of adhesions done. He has complained of two bulges along his abdominal wall. Risks and benefits of a ventral hernia repair including bleeding, infection, scar and formation and use of mesh, recurrence were all discussed with the patient who fully understood and agreed and consents were signed and placed on chart. Technique: ¿the patient was taken to the operating room, placed on the operating table in supine position. She was prepped and draped in the usual sterile manner for undergoing general endotracheal anesthesia. He was given preoperative IV antibiotics, scd boots and foley catheter. A midline incision was made over the previous midline incision extending from just below the xiphoid to below the umbilicus. Subcutaneous tissues were dissected down to the external fascia using electrocautery. The fascia was then entered sharply. There were multiple ventral incision hernia defects noted along the fascia in type of swiss cheese appearance. The two larger ventral incisional hernias were located superiorly just to the right of the midline and inferiorly just below the level of the umbilicus to the left of the midline. The hernias contained small bowel and what appeared to be omental fat. Extensive lysis of adhesions then ensued. There was a large amount of dense adhesions along the entire length of the incision. These were carefully lysed. No enterotomies or deserosalizations were made. The lysis of adhesions prolonged the case greater than one hour. Once all hernia defects were uncovered and all adhesions were taken down, the subcutaneous fat was also cleaned off from the fascia circumferentially. An 18 x 24 cm dualmesh plus was chosen and slightly trimmed to size. It was placed underneath the fascia and sutured circumferentially around the entire fascial defect using interrupted #1 prolene u-stitches. The larger ventral incisional defects were closed internally using figure-of-eight #1 prolene sutures before the mesh was sutured in. The mesh was configured so that the smooth gore-tex side was facing posteriorly and rush mesh side was facing anteriorly. After all the sutures were tied and mesh was in place, the external mesh was then closed over the mesh using interrupted figure-of-eight #1 prolene sutures. After this was done, a stab incision was made in the left lower quadrant and a 10 flat j-p drain was brought percutaneously through the subcutaneous tissues into the wound. Next, the subcutaneous tissues were approximated using interrupted 3-0 vicryl suture. Skin was approximated using skin staples. Dressings were applied. The patient tolerated the procedure well without immediate complications.¿ (B)(6) 2008: (B)(6) hospital. Implant sticker. Gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp06. Lot batch code: 05738548. Manufacturer: w.l. Gore & associates. The records confirm a gore® dualmesh® plus biomaterial (1dlmph06/05738548) was implanted during the procedure. ??/??/??: [missing records: records for ¿postoperative seromas¿ were not provided.] (B)(6) 2009: (B)(6) hospital. Dr. (B)(6). Operative report. Procedures performed: removal of infected mesh, debridement and antibiotic irrigation of abdominal wall. Closure of ventral incisional hernia with stratus mesh. Preoperative diagnosis: infected mesh with ventral hernia. Postoperative diagnosis: infected mesh with ventral hernia. Indications: the patient is a 61-year-old man who had history of ventral incisional hernia repair with mesh in december of 2008. He developed postoperative seromas which eventually became infected and his wound broke down. The mesh was exposed and he developed infected mesh. He was then placed on antibiotics and seen in the wound center for local wound care and now presents for removal of infected mesh with repair of ventral hernia with biologic mesh and possible placement of wound vac. Report of procedure: ¿the patient was taken to the operating room and placed on the operating table in supine position. He was prepped and draped in the usual sterile manner for undergoing general endotracheal anesthesia. He was given preoperative IV antibiotics, scd boots, and a foley catheter and an elliptical incision was over the patient¿s previous midline abdominal scar which was somewhat cellulitic and contained an opening through which the mesh was exposed. This was excised all the way down to the subcutaneous fat and mesh. Operative findings showed that the mesh was essentially intact except for the right lateral and right superolateral portion of the wound where it seemed that the tissues had pulled away. Upon reviewing the mesh, there was a pocket of infected seroma below the mesh and what appeared to be intra-abdominal contents. No bowel fistula was noted. There was some necrotic fat in the subcutaneous tissues which was debrided bluntly and sharply. The wound was copiously irrigated with antibiotic solution and all devitalized tissue was debrided. There appeared to be healthy fascia to the left of the patient¿s wound. On the right side, it appeared that the abdominal contents was fused to the abdominal wall and in order to prevent creating potential for fistulas, this portion was left alone. The flaps were then excised both medially, laterally, superiorly and inferiorly in subcutaneous plane. As mentioned before, laterally on the left, there was at least 3-4 cm of abdominal wall which appeared healthy and viable. On the right, the posterior fascia was left stuck to the abdominal contents and the anterior fascia was entered and extended laterally. A piece of stratus mesh was then chosen, trimmed to size and then placed to overlie the abdominal contents; superiorly, inferiorly and laterally on the left it was placed in an underlay fashion and on the right lateral portion of the wound, it was placed underlying the anterior fascia but overlying the peritoneum. It was sutured circumferentially to the surrounding fascia using interrupted 0 prolene u-stitches. After this was done, it was noted that the fascia could be approximated without any undue tension and it was approximated in the midline using interrupted figure-of-eight #1 prolene sutures. After this was done, two stab incisions were made in the left lower quadrant and right lower quadrant and two 10 flat j-p drains were then brought percutaneously through the subcutaneous space to lie in the gutters of the flaps. Because of the patient¿s body habitus and large flaps and also to relieve tension, it was decided to place retention sutures. Two retention sutures were placed only through the skin and abdominal fat to the level of the fascia and to lie above the fascia to help approximate the skin. After these retention sutures were placed, and the midline incisions was closed over the drains using interrupted 3-0 nylon mattress sutures and skin staples. Dressings were applied. The patient tolerated the procedure well without any complications.¿ (B)(6) 2009: (B)(6) medical. (B)(6). Surgical pathology report. Specimen #: (B)(6). Diagnosis: abdominal wall debridement and mesh removal: soft tissue with inflammation and necrosis. Skin with scar. Synthetic mesh material. Specimen submitted: abdomen-scar with mesh. Gross description: received in formalin labeled ¿scar with infected mesh from abdomen¿ are three, irregular-shaped fragments of tan, rubbery tissue measuring in maximum dimension from 1.5 up to 9 cm. The largest fragment appears to consist of an ellipse of skin with a moderate amount of attached subcutaneous tissue. The two smaller fragments are pink, rubbery and nondescript. In addition, there is a sheet-like fragment of synthetic tan graft material, which is otherwise unremarkable. Representative sections of the skin and soft tissue submitted in two cassettes. (B)(6) 2009: (B)(6) hospital. Implant sticker. Strattice¿. [Missing records: a culture report detailing analysis of the specimens collected during the (B)(6) 2009 procedure was not provided.] (B)(6) 2009: (B)(6) hospital. Dr. (B)(6). Discharge summary. Final diagnosis: infected mesh with ventral hernia. Chronic renal insufficiency. Gastroesophageal reflux disease. Procedure performed: removal of infected mesh, debridement and antibiotic irrigation of abdominal wall and closure of ventral incisional hernia with stratus mesh by dr. (B)(6). Known history of laparoscopic ventral incisional hernia repair with mesh and extensive lysis of adhesion done in (B)(6) 2008. Patient had nonhealing surgical wound and is currently admitted for infected mesh. The infected mesh was removed. Debridement and antibiotic irrigation of the abdominal wall was done with closure of ventral incisional hernia with stratus [sic] mesh. Patient has a known history of iron-deficiency anemia, thought to be from occult gastrointestinal bleed. Stool occult done during hospital stay was positive. Condition at discharge: stable. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 05738548. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2008 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2009, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: infected mesh, mesh removal, debridement, exposed mesh. Additional event specific information was not provided.